Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Six samples were received for evaluation. Samples were received in used conditions without its original packaging and decontaminated. Visual and functional testing were performed. Visual inspection observed the samples didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. During functional testing, the six samples were fully priming and connected without difficultly, the pump was set running and the alarm was not activated. The complaint was not confirmed and no actions were taken. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Additional contact information: (B)(4).

Event description:
Information was received indicating that during infusion of hydromorphone 500mg with a 100 ml smiths medical cadd medication cassette 100ml, the cadd legacy pca pump exhibited a no disposable attached alarm. Per reporter the patient was without pain medication for several hours until a new cassette was connected and therapy resumed. No adverse patient effects were reported.